Event description:
Asr revision; asr resurface - left; reason for revision: implant migration (cup); legal claim, patient has undergone resurface to xl - for xl revision, please see (B)(4). Email conf that no product stickers are available for the resurface revision. (B)(4).

Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number is not available.